Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device having a sticky trigger was confirmed. An assessment was performed on the device and it was observed that the unit¿s lower trigger was sticking. It was further observed that the lower triggers¿ spring was damaged, the coupling head was worn, and the control unit was damaged (metal plate came off). The assignable root cause was determined to be component wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an open reduction internal fixation (orif) surgical procedure of the distal radius, it was observed that the small battery drive device had a sticky trigger. It was reported that there was a delay in the procedure due to the event; however, the length of the delay was not specified. It was not reported if a spare device was available for use. It was reported that the procedure was successfully completed. There was patient involvement reported. There were no reports of patient or user injuries, medical intervention or prolonged hospitalization. It was reported that the patient outcome was "fine". All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.